Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 476 mg/dl. She bolused but received another no delivery alarm. She resolved the alarm by changing the infusion set and reservoir. Her infusion set cannula had been bent. Additionally, the customer experienced a low blood glucose of 49 mg/dl after treating for her high blood glucose. The insulin pump was not returned for analysis.